Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During procedure, at the insertion of the valve into the esheath plus, operator felt that the loader cap came back too early, but the valve appeared okay and was not observed to be exposed to the hemostatic valves. The valve alignment was performed after advancing the tortuosity of the aorta with no problems observed on the valve. Then, advancing around the aortic arch, the valved looked slightly bent and appeared to be non coaxial to flex tip, and when attempting to cross the native valve it was not possible due to the heavy trileaflet calcification. It was decided to remove the system and perform a pre dilation. As medical team complained about the flex catheter did not appear to function, it was decided to prepare a second system with a new valve. During the retrieval of the device, the esheath split and the valve dislodged completely off the balloon on the wire. It was managed to insert the 14fr introducer through the crimped valve in the descending aorta, remove the introducer and then insert a 20mm non-edwards balloon and deployed the valve in the descending aorta. During the deployment in the descending aorta, the valve frame was clearly bent. Then, the second valve was successfully implanted in the intended position. The patient was hemodynamically stable throughout all the procedure and was noted as to be transferred in stable condition. After the removal of devices, it was observed a kink in the delivery system approximately 2 inches from the flex tip. The perceived root cause of the event was that the valve could be accidentally exposed to the hemostatic valves during the insertion via esheath. Then the valve alignment was performed immediately post tortuosity and then the valve was further damaged at the aortic arch.

Manufacturer narrative:
E1 phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated and revealed the following: 3mensio report showing access vessel characteristics. Left access vessel shows sections with undersize vessel (mld below 5.5mm) (mld for 14fr esheath plus is greater or equal to 5.5 mm). Descending aorta presented calcification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was unable to be confirmed due to unavailability of device or applicable imagery of the device. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As per 3mensio provided, calcification was present in the descending aorta. The presence of calcification can make the pathway challenging as the delivery system with crimped thv tracks through the anatomy and while attempting to cross native valve, which could potentially lead and contribute to the reported tracking/crossing difficulty. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy or while attempting to cross the native valve, and if compounded with further device manipulation, could result in the reported frame deformation. Furthermore, per event description during the retrieval of the device, the esheath plus split and the valve dislodged completely off the balloon on the wire. It was managed to insert the 14fr introducer through the crimped valve in the descending aorta, remove the introducer and then insert a 20mm non edwards balloon and deployed the valve in the descending aorta. During the deployment in the descending aorta, the valve frame was clearly bent. It is possible that during attempts to retrieve the thv back into the sheath, the valve got caught on the sheath tip and/or sheath liner. In this case, additional force was likely applied to pull the thv into the sheath, and it is possible that this caused the valve frame to interact with the sheath tip during retrieval, resulting in frame damage. As such, available information suggests that patient factors (calcification) and procedural factors (retrieval of crimped valve, excessive device manipulation) may have contributed to the complaint event. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.